Manufacturer narrative:
Currently, it is to what extent the device may have caused or contributed to the reported event. Based on the information provided, there is no way to determine whether the bard mesh may have caused or contributed to the problems experienced due to the patient's surgical history, and implant of additional non-bard davol mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with vaginal vault prolapse. The patient underwent a laparoscopic sacrocolpopexy with implant of a bard flat mesh, bilateral salpingo-oophorectomy and implant of a non-bard davol "monarc" suburethral sling. (B)(6) 2015 - the patient had an md office exam with complaints of irritative lower urinary tract symptoms and recurrent vaginal prolapse with dyspareunia. Per the md exam notes, the patient appeared to have a rectocele and possibly associated cystocele. (B)(6) 2015 - the patient was diagnosed with apical and posterior compartment prolapse and a port site abdominal wall hernia. The patient underwent a robotic-assisted laparoscopic sacrocolpopexy with implant of an unknown "y-shaped ultra light polypropylene mesh", reduction and repair of abdominal wall hernia at previous port site and rectocele repair with implant of an unknown "cadaveric fascia lata" graft. There was no mention of any removal or manipulation of the bard flat mesh. (B)(6) 2015 - the patient had an md office exam with notes indicating that the patient was doing well.